Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: dog chew marks on the reservoir tube lip as well as all over the case, partially broken retainer ring, crack in the case on the battery tube side, partially missing left tip of the display window cover, indents in the keypad overlay. The pump was received without a battery cap. In summary, the customer¿s report of a damaged retainer ring was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the location of the damage at the front of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the cosmetic damage and the the serialized device be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884l was requested, and the customer's response was that the device had been returned for analysis.